Manufacturer narrative:
The creatinine reagent lot number was 858016. The reagent expiration date was requested, but not provided. The field service engineer replaced several components, including a rinse nozzle. The customer performed calibration. Controls, and a patient sample correlation. No further issues were reported. Control recovery shifted starting on 08-jul-2025 onwards, but values were still within expectations. Calibration was within expectations. A reagent issue could be ruled out. The investigation determined the service actions resolved the issue. The issue is consistent with inadequate service maintenance.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 cobas c 701 module. The patient sample initially resulted in a creatinine value of 280 umol/l. The physician requested a repeat of the sample. The sample was repeated on (B)(6) 2025, resulting in a creatinine value of 91 umol/l. The patient's result was amended.